Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a ball of metal embedded into my abdominal wall') and adhesion ('adhesion') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant) and procedural pain ("horrid pain"). The patient was treated with surgery (hysterectomy full) and adhesion removed. Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation and adhesion outcome was unknown and the procedural pain had not resolved. The reporter considered adhesion, device dislocation and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, adhesion and pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a ball of metal embedded into my abdominal wall') and adhesion ('adhesion') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant) and procedural pain ("horrid pain"). The patient was treated with surgery (hysterectomy full) and adhesion removed. Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation and adhesion outcome was unknown and the procedural pain had not resolved. The reporter considered adhesion, device dislocation and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device dislocation, adhesion and pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.